Event description:
The customer observed an electrical problem on an architect c4000 analyzer. While investigating the electrical problem, it was discovered that the power supply had evidence of charring on it. There was no impact to patient management, user safety, or facility damage reported. There were no injuries reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Phone complete entry = (B)(6).

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting an electrical problem on an architect c4000, serial number (B)(6). During the investigation, the fsr discovered that the power supply, main, c4 (rohs), part number 7-205174-02, had evidence of charring on it. There were visible signs of smoke. No fire was observed, and no injury occurred. The fsr replaced the power supply, main, c4 (rohs), part number 7-205174-02, which resolved the issue. The analyzer was returned to normal operation. A review found the 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burning/charring observed was limited to the power supply, main, c4 (rohs), part number 7-205174-02. The electrical charring/burning did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.